Event description:
It was reported that there's an alarm problem during patient disconnection, niv settings problem on other machines. The patient removed his vni mask and the v60 alarm did not sound. The patient desaturated to 70%; the alarms from the oxygen saturation monitor alerted the medical staff. When entering the room, the nurse saw that the patient had removed his mask.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A philips ventilator maintenance technician evaluated the unit and reported no fault was found. The device alarmed appropriately when the controlled value came out of the range defined by the alarm limits. The reported issue was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Patient impact and device information were requested but no further information have been provided. If additional information becomes available at a later date, a supplemental report will be submitted.